Manufacturer narrative:
Qn#(B)(4). The customer has provided additional information indicating the initial report of the product code was incorrect. They have provided the correct product code and it is for a product that is not sold in the us; thus, the initial report that was submitted on 02/03/2020 was submitted in error.

Event description:
Customer reported that "the lumnia moves to easily, with the effect of closing off."

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that "the lumnia moves to easily, with the effect of closing off.".